Event description:
The customer stated, that her breeze 2 meter was reading high compared to her dex meter. The breeze 2 read 334 mg/dl, while the dex read 150 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting of the breeze 2 meter showed it to be operating as designed. No product will be returned for evaluation.